Manufacturer narrative:
Additional information was requested and provided. Investigation summary: the event unit was not returned for evaluation; however, an image was provided. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot confirmed that the product passed all manufacturing and quality inspections. The exact root cause of the incident remains unknown. All inzii® retrieval systems undergo 100% visual inspection during the assembly and packaging process. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
(B)(4). No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole - "the specimen inside the bag was being pulled out of incision by the surgeon and the bag busted. The specimen (gallbladder) was not contained in the bag as intended. The surgeon used a standard rocking motion and what he called normal force to attempt and pull the bag through the incision. The bottom of the bag busted (not the top by the string or the seam). This happened during an evaluation so please investigate as quickly as possible. The trocar site was a standard 12mm." Patient status - "patient was fine and not injured."